Event description:
Physician reported via letter that 1 week following a novasure endometrial ablation (date unk) "in a small uterus whose body was 4cm in length", a 1cm perforation was found in the fundus "with evidence of cauterization effect surrounding the perforation. Small bowel was also found to have been perforated by cauterization effect. On pathology, the body of the uterus was found to have the cauterization effect to almost the serosal surface." We have been unable to obtain any additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).